Manufacturer narrative:
Method - inspection of device history record. Similar reactions to hydroset have been previously reported to the FDA (i.e., postoperative infection, csf leak, hematoma, adverse tissue reaction, swelling, discomfort and pain. Please note that although tissue reactions are possible after implantation of any foreign material to the body, the tissue reactions sometimes seen after implantation of biodegradeable polymer implants (such as the inion cps baby implants) typically occur first when the material degrades. The inion cps baby implants degrade in 1-3 years. It is therefore very unlikely that the described complications would have been caused by the inion cps baby products. In conclusion, the event was not caused by inion device.

Event description:
According to the received information, inion cps baby plate and screws were used together with stryker hydroset bone substitute in sinus infection surgery. Approximately 2-3 months postoperatively, the patient experienced head pain. Scans were completed and the surgeon decided to remove hydroset - stated that patient was having a reaction to the hydroset. Patient stated that bone is seeming to be growing thicker in the region where the hydroset was. Also csf leak. According to the patient the surgeon encountered hydroset around the plate, removed it and immediately encountered a very thick intense granulation tissue, which continues to be found. Patient continued to have complications with the surgical area and had the area scraped clean 2 more times. Patient is still having problems. Had other doctors at a different facility review her procedures and perform additional scrapings.